Event description:
This is a spontaneous case report received from a female consumer in united states on (B)(6)2015 who had essure (fallopian tube occlusion insert) lot number 796910 inserted on (B)(6) 2011 to prevent pregnancies, and became pregnant during its use in (B)(6)2012 (for more information, refer to (B)(4)). This report refers to her neonate (<1m), a female child, who was born on (B)(6)2013. Additional information received from physician. During delivery, there was fetal deceleration (heart rate decreased) and increased frequency uterine contractions, which were long and painful. The consumer requested a c-section and after discussing the risks versus benefits, the doctor performed the procedure on (B)(6) 2013. The child was born 5 weeks early and was tiny, but otherwise perfect. No causality assessment was provided. Follow-up information received on (B)(6) 2015 - ptc investigation result: ptc global number: (B)(4). Final assessment: manufacturing date: 11/2010 expiration date: 11/2013. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment this ptc was initiated due to a request for confirmation of quality. However, the reported adverse events are not indicative of a quality deficit per se. 9 further ae case report has been received to date with the referred batch, of which 2 cases (linked cases) refer also to similar adverse types of events. No unusual pattern could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female neonate who had essure micro-insert exposure in utero and experienced fetal deceleration (heart rate decreased) in utero. She was born 5 weeks early via c-section. All reported events are serious due to medical importance and unlisted in the reference safety information for essure; except for essure micro-insert exposure in utero which is non-serious and listed. Most of premature births occur spontaneously and are related to preterm labor or preterm premature rupture of membranes and less frequently are medically indicated because of maternal or fetal issues (e.g. Preeclampsia, placenta previa, abruptio placenta, fetal growth restriction). These events may pose significant risks of morbidity and mortality for both the fetus and the mother. In this case, given the gestational age at baby's birth, a mechanical interference between essure and the developing pregnancy cannot be excluded and the reported events were thus, considered as related to the suspect insert and this case regarded as an incident (serious injury). A product technical complaint analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.